Event description:
It was reported that the user saw an insulin expired message on the ilet and, upon unlocking, the device was on the fill tubing screen; the user remained connected with zero insulin delivered and required assistance to exit and properly navigate to change tubing, which aligns with a use-of-device problem and an unspecified device component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the event was associated with use of device problem with no specific component identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.